Event description:
It was reported that patient presented remote via merlin.net transmission after receiving a patient notifier for high, high voltage lead impedance. It was suspected that pocket is dry or developing fibrosis due to patient being on diuretics. Device replacement was recommended. Physician elected to monitor the patient via manual merlin.net transmission and will be seen in clinic if high voltage lead impedance values are not in range. No further information available.